Event description:
Customer reported an issue with the touchscreen responsiveness. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction injection via mdi to manage blood glucose. Technical support explained that the pump prioritizes tasks based on urgency, which can cause delays in lower priority actions, and provided tips for better interaction with the touchscreen. Customer acknowledged and understood the explanation.